Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient using bbc optipac 80g developed a cerebral infarction 2 days after surgery. The doctor in charge said that it was not possible to determine whether the cause was due to the use of cement, the long operation time, or the old age of (B)(6).

Event description:
It was reported that a patient using bbc optipac 80g developed a cerebral infarction 2 days after surgery. The doctor in charge said that it was not possible to determine whether the cause was due to the use of cement, the long operation time, or the old age of 95 years.

Manufacturer narrative:
(B)(4), the following sections were updated : b4, g6, h1, h2, h6 the product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. No other complaint following medical : other (cerebral infraction) was recorded on the batch since ever, and no other complaint following medical : other (cerebral infraction) was recorded on the reference from jan 01, 2018 to jun 24, 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G3: report source; foreign: event occurred in france. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions.

Event description:
It was reported that a patient using bbc optipac 80g developed a cerebral infarction 2 days after surgery. The doctor in charge said that it was not possible to determinewhether the cause was due to the use of cement, the long operation time, or the oldage of 95 years.